Event description:
A report was received from the USA stating that an ht70 ventilator experienced a malfunction. The customer stated that while in patient use the device stopped ventilating. There was no patient injury as a result of the malfunction. The patient was switched to another ventilator. The date of the event is unknown.

Manufacturer narrative:
An investigation of the received product determined that during the event, the device was running on battery power and depleted. The event log showed that the proper low battery alarms were given and silenced. The battery was then charged. The device then passed all testing per service manual and was returned. (B)(4).